Manufacturer narrative:
One therapy pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event.

Event description:
The customer reported that the defibrillator failed the plates (paddles) test. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this therapy board. The capacitor, paddle tray, load resister, therapy pca, and external paddles were replaced to resolve the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. .